Event description:
A surgeon reported that there was no vacuum and phaco power in two cataract procedures. Surgeries could be performed with difficulty. Subsequently, it was noted that the surgeon settings were incorrect, but the staff did not know how they were changed. One of the patients experienced corneal edema and "bad vision". The pt was treated with an unspecified eye ointment and the events are expected to resolve. No info was provided for the other pt. There are two medical device reports associated with this event. This report is for the pt who experienced corneal edema and "bad vision". The report for the pt for whom no info regarding impact was provided was previously reported under MFR report # 2028159-2013-02348.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).